Event description:
Pt found lying on floor. Pt bed "push" to unlock mechanism was bent on the left and right lower sides. This resulted in the disabling of left lower side rail locking device. The right side bed lower rail was locking intermittently.